Event description:
The user facility reported steam was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the steam filter required replacement. The technician cleaned and replaced the steam filter, ran a dart test and confirmed the unit to be operational. The user facility is responsible for properly maintaining the steam filter. While onsite the steris technician advised the user facility the importance of maintaining the steam filter. During the technician's discussion with the user facility, the user facility had asked steris to add the steam filter maintenance to the steris service contract.